Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) units battery could not be charged, due to the failure the customer had suspended the installation process but then approved the completion of installation. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The battery was replaced. The machine has undergone all functional safety checks to meet factory specifications. Unit was delivered to customer.